Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or of additional information pertinent to the incident os obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, after the activation button on the device had been pressed for 30 seconds and then released, the warning tone indicated that power output still existed. No endtone (indicating a completed seal cycle) had been heard. The surgeon forcibly released the activation button, cut the tissue and re-opened the device. The tissue was sealed and the cutting area was torn. There reportedly was no injury to the pt.